Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, while the stent successfully deployed, the guide catheter could not be retracted for stent deployment smoothly. The procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure. This event has been deemed a reportable event based on the investigation results; broken guide catheter.

Manufacturer narrative:
(B)(4): a visual evaluation of the returned device revealed the guide catheter was stretched and broken at the proximal end indicating that force was exerted during retraction of guide catheter assembly for deployment of stent. The distal tip of the guide catheter contained a kink/bend/indentation which was likely due to the suture embedding inside the guide catheter assembly during retraction or deployment. There were no damages on the push catheter. The hub of the guide catheter assembly and the stent with suture assembly were not returned for analysis. A functional evaluation could not be conducted due to broken guide catheter assembly. Based on the analysis of this device, the most probable root cause for this complaint is operational context.